Event description:
Catheter migrated out of intrathecal space, confirmed with dye study in (B)(6) 2012. Revision not done until (B)(6) 2013 due to scheduling issues. No patient symptoms were reported. The device system was used to infuse dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model 8835, serial # (B)(4), implanted: na, explanted: na; catheter model 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Event description:
Additional information was received. Company representative reported the entire catheter was replaced because the patient was not getting good therapy and pain relief. Patient later reported the pump was also replaced on (B)(6) 2013 but company representative confirmed it was only the catheter on (B)(6) 2013. The patient dose was adjusted the day this information was reported. Company representative reported the patient was doing well after replacing the catheter.